Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead has complaint of oversensing, underpacing, and noise resulting in inappropriate shock on (B)(6) 2020. Lead remains implanted due to physician was unable to gain access for new rv. Tachy therapy was turned off and only pacing is on. Should additional information be received, this file will be updated.